Manufacturer narrative:
The insulin pump was received with motor error alarm during the basic occlusion test due to faulty force sensor system. The pump was unable to confirm prime/fill anomaly due to motor error alarm. The pump passed displacement test, self-test and unexpected error test. The pump passed all operating currents tested within the spec range and passed off no power test. The pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube and minor scratches on display window. No moisture damage was noted on electronics assembly. (B)(4).

Event description:
The customer reported via phone call of prime/fill anomaly from the insulin pump. The customer's blood glucose reading was 195 mg/dl. The customer stated that they were unable to exit the preparing to prime loop. After priming and escape, the screen went to "are you disconnected" instead of "did you see drops." The insulin pump will be returned for analysis.